Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that after introducing the scope through the 512b trocar, carbon dioxide leakage was noticed from the trocar. Examination determined that the exterior gasket had been double punched in the mfg process and would not form a tight seal. Another trocar was used to complete the case.